Event description:
It was reported that the patient's heart rate is in the 60s or below at times. The implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.